Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-15. H6: investigation summary: a device history review was conducted for lot number 0266483. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The affected sample was returned for evaluation and testing. Functional testing of the unit was able to determine that the root cause for this event is related to the use of the governor instead of the pinch clamp to stop the fluid flow. The results of functional tests show that the reported dripping only occurs while the governor is is applied, and is halted by the application of the pinch clamp. These results are also able to be replicated in the absence of the governor. H3 other text : see h10.

Event description:
It was reported that a pegasus y 24ga x 0.75in ss prn npvc leaked during use. The following was reported by the initial reporter: "after exhausting and closing the governor of the infusion set, the needle tip had been dripping fluid, affecting the puncture."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pegasus y 24ga x 0.75in ss prn npvc leaked during use. The following was reported by the initial reporter: "after exhausting and closing the governor of the infusion set, the needle tip had been dripping fluid, affecting the puncture".